Manufacturer narrative:
The breakage occurred at the distal end adjacent to the cervical stop. The breakage appears consistent with mishandling during use. Coopersurgical is filing this initial report in a timely fashion and will continue to seek info and provide supplemental reporting through the medwatch sys.

Event description:
During a procedure performed by a sono tech, the end of the uterine injector broke off in the pt. The doctor removed the broken piece from the pt by using an instrument